Event description:
This case was initially received via regulatory authority (B)(6) on 04-aug-2017. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in the standing position, seated or lying down"), post procedural haemorrhage ("haemorrhage on leaving the operating theatre") and arrhythmia ("abnormal heart rhythm"), and in a (B)(6) female patient who had essure (batch no. C38210) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the insert forms a loop at the end". The patient's concurrent conditions included multiple sclerosis since 2010. Concomitant products included dimethyl fumarate (tecfidera) for multiple sclerosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("pain during menstruation"), dyspareunia ("pain during sexual intercourse"), abdominal pain lower ("pain in the lower abdomen, especially on the left") and device expulsion ("recent ultrasound showed that the insert enters the uterine cavity"). In 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("post operative pain") and device deployment issue ("the gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity"). On an unknown date, the patient experienced arrhythmia ("abnormal heart rhythm"), pain ("frequent pain"), menorrhagia ("more abundant periods"), the first episode of arthralgia ("pain in the hips"), rhinorrhoea ("runny nose"), stomatitis ("uvula is constantly irritated, swollen, filled with water"), palatal swelling ("uvula is constantly irritated, swollen, filled with water"), coccydynia ("pain in tailbone"), the first episode of back pain ("pain in sacrum"), inflammation ("inflammations"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), vaginal flatulence ("vaginal flatulence"), coital bleeding ("heavy bleeding during or after intercourse"), neuropathy peripheral ("inflammation of nerves"), the first episode of feeling abnormal ("worsening of symptoms during ovulation"), headache ("constant headache"), iron deficiency ("iron deficiency"), poor peripheral circulation ("poor circulation in the hands and feet"), oedema peripheral ("leg oedema"), tendon pain ("tendon pain"), the second episode of arthralgia ("joint pain"), the second episode of feeling abnormal ("feeling of being drawn and quartered"), the second episode of back pain ("back pain"), gait disturbance ("difficulty walking a long time"), the first episode of disturbance in attention ("difficulty concentrating"), the second episode of disturbance in attention ("difficulty being precise / difficulty understanding"), pain in extremity ("pain in the arms"), personality disorder ("difficult personality, unable to stand anyone"), loss of personal independence in daily activities ("difficulty holding objects"), musculoskeletal stiffness ("muscle stiffness"), vision blurred ("veil in front of the eyes"), hypoacusis ("difficulty hearing"), speech disorder ("difficulty speaking"), amnesia ("memory loss"), alopecia ("hair loss"), erythema ("spots on the elbows"), abdominal pain upper ("stomach pain"), stress ("stress") and impatience ("no patience with others"). On an unknown date, the patient experienced the third episode of back pain. The patient was treated with analgesics, saccharated iron oxide (venofer) and surgery (she had her organs (uterus, uterine tubes and cervix) removed). Essure was removed in 2017. At the time of the report, the pelvic pain, post procedural haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, device expulsion, rhinorrhoea, stomatitis, palatal swelling, coccydynia, inflammation, rhinitis allergic, oropharyngeal discomfort, asthma, vaginal flatulence, coital bleeding, neuropathy peripheral, headache, iron deficiency, arrhythmia, poor peripheral circulation, oedema peripheral, tendon pain, the last episode of arthralgia, the last episode of feeling abnormal, gait disturbance, the last episode of disturbance in attention, pain in extremity, personality disorder, loss of personal independence in daily activities, musculoskeletal stiffness, vision blurred, hypoacusis, speech disorder, amnesia, alopecia, erythema, abdominal pain upper, stress, procedural pain, impatience and device deployment issue outcome was unknown, the pain and menorrhagia had not resolved and the last episode of back pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, arrhythmia, asthma, coccydynia, coital bleeding, device deployment issue, device expulsion, dysmenorrhoea, dyspareunia, erythema, gait disturbance, headache, hypoacusis, impatience, inflammation, iron deficiency, loss of personal independence in daily activities, menorrhagia, musculoskeletal stiffness, neuropathy peripheral, oedema peripheral, oropharyngeal discomfort, pain, pain in extremity, palatal swelling, pelvic pain, personality disorder, poor peripheral circulation, post procedural haemorrhage, procedural pain, rhinitis allergic, rhinorrhoea, speech disorder, stomatitis, stress, tendon pain, vaginal flatulence, vision blurred, the first episode of arthralgia, the first episode of back pain, the first episode of disturbance in attention, the first episode of feeling abnormal, the second episode of arthralgia, the second episode of back pain, the second episode of disturbance in attention, the second episode of feeling abnormal and the third episode of back pain to be related to essure. The reporter commented: she was fitted with essure inserts and since that date her health has declined. After two treatments to stabilize my multiple sclerosis, we have a treatment that works and, since early 2014, her medicine tecfidera had started to enable me to live life again with her family, until (B)(6) 2014 when the essure inserts spoiled her life. The gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity. In addition, the insert forms a loop at the end. The medicines to calm the pain are not effective. She had her organs removed, that is to say, her uterus, uterine tubes and cervix. She suffers from post-operative pain. She had a hemorrhage on leaving the operating theatre. They gave her venofer to avoid a transfusion. Currently, she could not stay standing for 10 minutes. She spent her days lying down. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Ultrasound scan - on an unknown date: insert entered the uterine cavity. 3d ultrasound, the insert on the left is not entirely placed in the uterine tube, 3 cm are trailing outside. Her uvula is constantly irritated, swollen, filled with water and the tests do not find anything even though on auscultation there is clearly a problem. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-jan-2018: information received from commission for conciliation and compensation of medical accidents via legal department: consumer fitted with essure inserts and since that date her health has declined. Unfortunately she has had an autoimmune disease since 2010. After two treatments to stabilize her multiple sclerosis, she has a treatment that works and, since early 2014, her medicine tecfidera had started to enable her to live life again with her family, until (B)(6) 2014 when the essure inserts spoiled her life. Additional adverse events were reported. 3d ultrasound, the insert on the left is not entirely placed in the uterine tube, 3 cm are trailing outside. The gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity. In addition, the insert forms a loop at the end. She had to have her organs (uterus, uterine tubes and cervix) removed. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1711656) on 04-aug-2017. The most recent information was received on 19-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in the standing position, seated or lying down"), pelvic prolapse ("three-compartment prolapse"), post procedural haemorrhage ("haemorrhage on leaving the operating theatre"), genital haemorrhage ("genital bleeding") and arrhythmia ("abnormal heart rhythm") in a 35-year-old female patient who had essure (batch no. C38210) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the insert forms a loop at the end". The patient's past medical history included parity 3 (delivered by vaginal route) and therapeutic abortion on 20-jan-2014. Concurrent conditions included multiple sclerosis (found 2 months after last delivery) since 2010. Concomitant products included dimethyl fumarate (tecfidera) for multiple sclerosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and fallopian tube spasm ("difficult insertion on left due to major spasm"). On (B)(6) 2014, the patient experienced device expulsion ("recent ultrasound showed that the insert enters the uterine cavity, left 2cm in cornua, right 5mm in uterine cornua"), dysmenorrhoea ("pain during menstruation"), dyspareunia ("pain during sexual intercourse") and abdominal pain lower ("pain in the lower abdomen, especially on the left"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), enlarged uvula ("uvula is constantly irritated, swollen, filled with water") and arthralgia ("joint pain, pain in the hips, feelings of blockage of pelvic bone"). In 2017, the patient experienced procedural pain ("post operative pain") and device deployment issue ("gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity"). On (B)(6) 2017, the patient experienced pelvic prolapse (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), menorrhagia ("more abundant periods"), pain ("frequent pain"), rhinorrhoea ("runny nose"), stomatitis ("uvula is constantly irritated, swollen, filled with water"), coccydynia ("pain in tailbone"), back pain ("back pain, pain in sacrum, lumbar pain"), inflammation ("inflammations"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), vaginal flatulence ("vaginal flatulence"), coital bleeding ("heavy bleeding during or after intercourse"), neuropathy peripheral ("inflammation of nerves"), ovulation disorder ("worsening of symptoms during ovulation"), headache ("constant headache"), iron deficiency ("iron deficiency"), poor peripheral circulation ("poor circulation in the hands and feet"), oedema peripheral ("leg oedema"), tendon pain ("tendon pain"), feeling abnormal ("feeling of being drawn and quartered"), gait disturbance ("difficulty walking a long time"), disturbance in attention ("difficulty concentrating, difficulty being precise / difficulty understanding"), pain in extremity ("pain in the arms"), personality disorder ("difficult personality, unable to stand anyone"), musculoskeletal disorder ("difficulty holding objects"), musculoskeletal stiffness ("muscle stiffness"), vision blurred ("veil in front of the eyes"), hypoacusis ("difficulty hearing"), speech disorder ("difficulty speaking"), amnesia ("memory loss"), alopecia ("hair loss"), erythema ("spots on the elbows"), abdominal pain upper ("stomach pain"), stress ("stress"), impatience ("no patience with others"), uterine leiomyoma ("submucosal myoma and fibroid in the pelvic cavity"), intervertebral disc disorder ("left sciatica with multiple-level disc disease"), sciatica ("left sciatica with multiple-level disc disease"), fallopian tube disorder ("mesosalpinx congested"), fatigue ("major fatigue") and libido decreased ("reduction in libido"). On an unknown date, the patient experienced migraine. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with analgesics, saccharated iron oxide (venofer), blood transfusion, auxiliary products, surgery (bilateral salpingectomy by vaginal route for essure removal on (B)(6) 2017) and surgery (hysterectomy by vaginal route for repair of prolapse on (B)(6) 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, device expulsion, pelvic prolapse, post procedural haemorrhage, genital haemorrhage, arrhythmia, dysmenorrhoea, dyspareunia, abdominal pain lower, rhinorrhoea, stomatitis, enlarged uvula, coccydynia, back pain, inflammation, rhinitis allergic, oropharyngeal discomfort, asthma, vaginal flatulence, coital bleeding, neuropathy peripheral, ovulation disorder, headache, iron deficiency, poor peripheral circulation, oedema peripheral, tendon pain, arthralgia, feeling abnormal, gait disturbance, disturbance in attention, pain in extremity, personality disorder, musculoskeletal disorder, musculoskeletal stiffness, vision blurred, hypoacusis, speech disorder, amnesia, alopecia, erythema, abdominal pain upper, stress, procedural pain, impatience, device deployment issue, fallopian tube spasm, uterine leiomyoma, intervertebral disc disorder, sciatica, fallopian tube disorder, fatigue and libido decreased outcome was unknown, the menorrhagia and pain had not resolved and the migraine outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, arrhythmia, arthralgia, asthma, back pain, coccydynia, coital bleeding, device deployment issue, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, enlarged uvula, erythema, fallopian tube disorder, fallopian tube spasm, fatigue, feeling abnormal, gait disturbance, genital haemorrhage, headache, hypoacusis, impatience, inflammation, intervertebral disc disorder, iron deficiency, libido decreased, menorrhagia, migraine, musculoskeletal disorder, musculoskeletal stiffness, neuropathy peripheral, oedema peripheral, oropharyngeal discomfort, ovulation disorder, pain, pain in extremity, pelvic pain, pelvic prolapse, personality disorder, poor peripheral circulation, post procedural haemorrhage, procedural pain, rhinitis allergic, rhinorrhoea, sciatica, speech disorder, stomatitis, stress, tendon pain, uterine leiomyoma, vaginal flatulence and vision blurred to be related to essure. The reporter commented: -initial patient report: she was fitted with essure inserts and since that date her health has declined. After two treatments to stabilize her multiple sclerosis, since early 2014, tecfidera worked and had started to enable her to live life again with her family, until 1st october 2014 when the essure inserts spoiled her life. The gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity. In addition, the insert forms a loop at the end. The medicines to calm the pain were not effective. -follow up 19-apr-2018, patient still thinks all events including extra-gynecological disturbances were related to essure, she had progressive recovery, but was not the same as before essure insertion. Expert at appeals court stated as conclusion the alleged gynecological and other symptoms could not be ascribed in direct, certain and exclusive manner to placement of essure inserts. No scientific studies prove that at the present time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Gynaecological examination - on 27-apr-2015: normal nuclear magnetic resonance imaging abdominal - on 2-aug-2017: three-compartment prolapse ultrasound pelvis - on 27-apr-2015: normal ultrasound scan - on an unknown date: insert entered the uterine cavity. 3d ultrasound, the insert on the left is not entirely placed in the uterine tube, 3 cm are trailing outside. Her uvula is constantly irritated, swollen, filled with water and the tests do not find anything even though on auscultation there is clearly a problem. Hysteroscopy - on 07-jan-2015: no passage of contrast medium into tubes. A lacunar image present in fundus on the left suggesting a submucosal myoma ultrasound pelvis - on 13-jun-2017: left essure insert projecting into the uterine cavity, the right insert stopped at the external intramural border ultrasound pelvis - on 15-sep-2017: right essure insert located in the initial portion of the uterine tube with 5mm in the uterine cornua. Left essure insert located in uterine cornua for 2cm, it emerged for barely 5mm from the tube pathology report from hysterectomy/salpingectomy on 13-nov-2017 - report of 17-nov-2017: left and right tubal mucosa well differentiated, mesosalpinx congested. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2018: expert from court report: history: 3 childremn, 1 therapeutic abortion, start of multiple sclerosis. Causality assessment added. New events: difficult insertion due to major spasm. Migraine. Genital bleeding, submucosal myoma. Fibroid in pelvic cavity. Three compartment prolapse (hospitalization with salpingectomy/hysterectomy for repair of prolpapse also). Left sciatica with multiple-level disc disease. Mesosalpinx congested. Major fatigue. Reduction of libido. Test data added of 7-jan-15, 27-apr-15, 13-jun-17, 2-aug-17, 15-sep-17, 13-nov-17 (sample taken, report of 17-nov-17) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain/ pelvic pain in the standing position, seated or lying down [pelvic pain female], recent ultrasound showed that the insert enters the uterine cavity, left 2cm in cornua, right 5mm in uterine cornua [device expulsion], three-compartment prolapse [pelvic prolapse] , haemorrhage on leaving the operating theatre [postoperative haemorrhage], genital bleeding [genital bleeding] , abnormal heart rhythm [cardiac dysrhythmias] , pain during menstruation [pain menstrual] , more abundant periods [bleeding menstrual heavy] , frequent pain [pain nos] , pain during sexual intercourse [painful intercourse] , pain in the lower abdomen, especially on the left [abdominal pain lower] , runny nose [runny nose] , uvula is constantly irritated, swollen, filled with water [mouth irritation] , uvula is constantly irritated, swollen, filled with water [uvula swelling] , pain in tailbone [coccyx pain] , back pain, pain in sacrum, lumbar pain [lumbo-sacral pain] , inflammations [inflammation], allergic rhinitis [allergic rhinitis], discomfort in the throat [throat discomfort] , asthma [asthma] , vaginal flatulence [vaginal flatulence], heavy bleeding during or after intercourse [coital bleeding] , inflammation of nerves [neuritis peripheral] , worsening of symptoms during ovulation [ovulation disorder] , constant headache [persistent headache] , iron deficiency [iron deficiency] , poor circulation in the hands and feet [poor peripheral circulation], leg oedema [leg oedema] , tendon pain [tendon pain] , joint pain, pain in the hips, feelings of blockage of pelvic bone [painful hips] , feeling of being drawn and quartered [feeling abnormal] , difficulty walking a long time [walking difficulty] , difficulty concentrating, difficulty being precise / difficulty understanding [concentration impairment] , pain in the arms [pain in upper extremities], difficult personality, unable to stand anyone [personality disorder] , difficulty holding objects [upper extremity dysfunction], muscle stiffness [muscle stiffness] , veil in front of the eyes [filmy vision] , difficulty hearing [hard of hearing] , difficulty speaking [disorder speech] , memory loss [memory loss] , hair loss [hair loss] , spots on the elbows [erythema of extremities] , stomach pain [stomach pain], stress [stress] , the insert forms a loop at the end [device shape alteration] , post operative pain [postoperative pain], no patience with others [impatience]. Gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity [device placement at incorrect location] , difficult insertion on left due to major spasm [fallopian tube spasm] , migraine [migraine] , submucosal myoma and fibroid in the pelvic cavity [submucous leiomyoma of uterus] , left sciatica with multiple-level disc disease [spinal discopathy] , left sciatica with multiple-level disc disease [sciatica] , mesosalpinx congested [fallopian tube disorder] , major fatigue [fatigue extreme] , reduction in libido [libido decreased] , right one stopped at the outer edge of the myometrium [device dislocation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-aug-2017. The most recent information was received on 06-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in the standing position, seated or lying down"), pelvic organ prolapse ("three-compartment prolapse"), post procedural haemorrhage ("haemorrhage on leaving the operating theatre"), genital haemorrhage ("genital bleeding") and arrhythmia ("abnormal heart rhythm") in a 35 year-old female patient who had essure inserted (lot no. C38210, ess012.2014). Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("the insert forms a loop at the end"). The patient had a medical history of therapeutic abortion in 2014 and migraine, recurrent urinary tract infection, general body pain, elective abortion, parity 3 (delivered by vaginal route 1998, 2006 and 2010) and multigravida. Previously administered products included: avonex and copaxone. Concurrent conditions were listed as multiple sclerosis (found 2 months after last delivery) since 2010 as well as asthma, ear, nose and throat disorder, myoma, ovarian cyst, uterine prolapse, asthma, chronic bronchitis, swallowing difficult, voice alteration, smell change and paranasal sinus inflammation. Concomitant products included cortancyl (prednisone), medrol (methylprednisolone) and tecfidera (dimethyl fumarate) for multiple sclerosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), device expulsion ("recent ultrasound showed that the insert enters the uterine cavity, left 2cm in cornua, right 5mm in uterine cornua"), dysmenorrhoea ("pain during menstruation"), dyspareunia ("pain during sexual intercourse"), abdominal pain lower ("pain in the lower abdomen, especially on the left") and fallopian tube spasm ("difficult insertion on left due to major spasm"). In (B)(6) 2014 she experienced genital haemorrhage (seriousness criterion medically important), enlarged uvula ("uvula is constantly irritated, swollen, filled with water") and arthralgia ("joint pain, pain in the hips, feelings of blockage of pelvic bone"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced post procedural haemorrhage (seriousness criterion medically important). In 2017 she experienced procedural pain ("post operative pain") and device implantation error ("gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity"). On unknown date she experienced arrhythmia (seriousness criterion medically important), heavy menstrual bleeding ("more abundant periods"), pain ("frequent pain"), rhinorrhoea ("runny nose"), stomatitis ("uvula is constantly irritated, swollen, filled with water"), coccydynia ("pain in tailbone"), back pain ("back pain, pain in sacrum, lumbar pain"), inflammation ("inflammations"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), vaginal flatulence ("vaginal flatulence"), coital bleeding ("heavy bleeding during or after intercourse"), neuropathy peripheral ("inflammation of nerves"), ovulation disorder ("worsening of symptoms during ovulation"), headache ("constant headache"), iron deficiency ("iron deficiency"), poor peripheral circulation ("poor circulation in the hands and feet"), oedema peripheral ("leg oedema"), tendon pain ("tendon pain"), feeling abnormal ("feeling of being drawn and quartered"), gait disturbance ("difficulty walking a long time"), disturbance in attention ("difficulty concentrating, difficulty being precise / difficulty understanding"), pain in extremity ("pain in the arms"), personality disorder ("difficult personality, unable to stand anyone"), musculoskeletal disorder ("difficulty holding objects"), musculoskeletal stiffness ("muscle stiffness"), vision blurred ("veil in front of the eyes"), hypoacusis ("difficulty hearing"), speech disorder ("difficulty speaking"), amnesia ("memory loss"), alopecia ("hair loss"), erythema ("spots on the elbows"), abdominal pain upper ("stomach pain"), stress ("stress"), impatience ("no patience with others"), migraine ("migraine"), intervertebral disc disorder ("left sciatica with multiple-level disc disease"), sciatica ("left sciatica with multiple-level disc disease"), fallopian tube disorder ("mesosalpinx congested"), fatigue ("major fatigue"), libido decreased ("reduction in libido") and device dislocation ("right one stopped at the outer edge of the myometrium") and was found to have uterine leiomyoma ("submucosal myoma and fibroid in the pelvic cavity"). The patient was hospitalised from (B)(6) 2017. The patient was treated with analgesics, venofer (saccharated iron oxide), blood and related products, flector (diclofenac sodium), tardyferon b9 (ferrous sulfate, folic acid), eludril (ascorbic acid, chlorhexidine gluconate, tetracaine hydrochloride), uvedose (colecalciferol), solumedrol (methylprednisolone sodium succinate), zithromax (azithromycin) and prednisolone as well as surgery (total hysterectomy with a bilateral salpingectomy and hysterectomy by vaginal route for repair of prolapse on (B)(6) 2017). At the time of the report, the heavy menstrual bleeding and pain had not resolved. The outcomes for pelvic pain, device expulsion, pelvic organ prolapse, post procedural haemorrhage, genital haemorrhage, arrhythmia, dysmenorrhoea, dyspareunia, abdominal pain lower, rhinorrhoea, stomatitis, enlarged uvula, coccydynia, back pain, inflammation, rhinitis allergic, oropharyngeal discomfort, asthma, vaginal flatulence, coital bleeding, neuropathy peripheral, ovulation disorder, headache, iron deficiency, poor peripheral circulation, oedema peripheral, tendon pain, arthralgia, feeling abnormal, gait disturbance, disturbance in attention, pain in extremity, personality disorder, musculoskeletal disorder, musculoskeletal stiffness, vision blurred, hypoacusis, speech disorder, amnesia, alopecia, erythema, abdominal pain upper, stress, procedural pain, impatience, device implantation error, fallopian tube spasm, migraine, uterine leiomyoma, intervertebral disc disorder, sciatica, fallopian tube disorder, fatigue, libido decreased and device dislocation were unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, arrhythmia, arthralgia, asthma, back pain, coccydynia, coital bleeding, device dislocation, device expulsion, device implantation error, disturbance in attention, dysmenorrhoea, dyspareunia, enlarged uvula, erythema, fallopian tube disorder, fallopian tube spasm, fatigue, feeling abnormal, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoacusis, impatience, inflammation, intervertebral disc disorder, iron deficiency, libido decreased, migraine, musculoskeletal disorder, musculoskeletal stiffness, neuropathy peripheral, oedema peripheral, oropharyngeal discomfort, ovulation disorder, pain, pain in extremity, pelvic organ prolapse, pelvic pain, personality disorder, poor peripheral circulation, post procedural haemorrhage, procedural pain, rhinitis allergic, rhinorrhoea, sciatica, speech disorder, stomatitis, stress, tendon pain, uterine leiomyoma, vaginal flatulence and vision blurred to be related to essure administration. The reporter commented: -initial patient report: she was fitted with essure inserts and since that date her health has declined. After two treatments to stabilize her multiple sclerosis, since early 2014, tecfidera worked and had started to enable her to live life again with her family, until (B)(6) 2014 when the essure inserts spoiled her life. The gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity. In addition, the insert forms a loop at the end. The medicines to calm the pain were not effective. Follow up (B)(6) 2018, patient still thinks all events including extra-gynecological disturbances were related to essure, she had progressive recovery but was not the same as before essure insertion. Expert at appeals court stated as conclusion the alleged gynecological and other symptoms could not be ascribed in direct, certain and exclusive manner to placement of essure inserts. No scientific studies prove that at the present time. The expert stated that the procedure under criticism was indicated given the patient¿s multiple sclerosis, for which oral contraception is contraindicated and copper iuds are ineffective due to long-term corticosteroid therapy. The expert considered that, in this case, the bleeding disorders observed could be attributed to the fibroids disclosed on (B)(6) 2015, as well as the prolapse. As concerns the ent signs and asthma-like problems, the expert considered that they could reflect allergies, which are not specifically a reflection of hypersensitivity to one of the components of the inserts, and also noted that the osteo-articular symptoms could have been related to progression of the patient¿s multiple sclerosis. Under these conditions, the expert considered that the gynaecological and extra-gynaecological symptoms cannot be attributed to placement of the essure inserts. Commission of reimbursement report: the patient reported having some gynecological and extra-gynecological disabling symptoms after essure insertion. According to the expert of commission of reimbursement, the bleeding could be a consequence of myoma and prolapsus. Ent disorders with asthma were allergic signs and not related to essure. Joint pain could be related to multiple sclerosis. It was reported digestive, muscular, cutaneous and neuropsychological (memory and mood) disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.307 kg/sqm. [Gynaecological examination] on (B)(6) 2015: results: normal. [Hysteroscopy] on (B)(6) 2015: results: no passage of contrast medium into tubes. (Cont) [magnetic resonance imaging pelvic] on (B)(6) 2017: results: three-compartment prolapse; on (B)(6) 2018: normal; on (B)(6) 2018: normal. [Ultrasound pelvis] on (B)(6) 2015: results: normal; on (B)(6) 2017: an increase of the uterus (57 mm in thickness and 92 mm in length), the presence of a posterior fibroma (28 mm), endometrium of 6 mm in thickness. Left essure was in the uterine horn for 2 cm and protruding 5 mm towards the tube. The right essure was in the tube with 5 mm in the uterine horn. Right ovary (44 x 20 mm). Medially positioned containing 2 cysts with echogenic content. [Ultrasound scan] (date unknown): results: insert entered the uterine cavity. [X-ray] on (B)(6) 2017: devices are misaligned but remain in pelvic position, along with a 3 mm tilt of the pelvis to the right.; on (B)(6) 2017: evealed no other pathology than the known vertebral compression (l3-l4 and l4-l5). 3d ultrasound, the insert on the left is not entirely placed in the uterine tube, 3 cm are trailing outside. Her uvula is constantly irritated, swollen, filled with water and the tests do not find anything even though on auscultation there is clearly a problem. Hysteroscopy - on (B)(6) 2015: no passage of contrast medium into tubes. A lacunar image present in fundus on the left suggesting a submucosal myoma. Ultrasound pelvis - on (B)(6) 2017: left essure insert projecting into the uterine cavity, the right insert stopped at the external intramural border. Ultrasound pelvis - on (B)(6) 2017: right essure insert located in the initial portion of the uterine tube with 5mm in the uterine cornua. Left essure insert located in uterine cornua for 2cm, it emerged for barely 5mm from the tube pathology report from hysterectomy/salpingectomy on (B)(6) 2017 - report of (B)(6) 2017: left and right tubal mucosa well differentiated, mesosalpinx congested. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 06-may-2025: medical record received. New event device dislocation added. Lot number added. Concomitant drugs were added. Medical history &lab data updated. Additional reporters added. Lot number added. 07-may-2025: medical record received. Medical history added. Reporter causality comment updated. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain/ pelvic pain in the standing position, seated or lying down [pelvic pain female] , three-compartment prolapse [pelvic prolapse], haemorrhage on leaving the operating theatre [postoperative haemorrhage] , genital bleeding [genital bleeding] , abnormal heart rhythm [cardiac dysrhythmias] , pain during menstruation [pain menstrual] , recent ultrasound showed that the insert enters the uterine cavity, left 2cm in cornua, right 5mm in uterine cornua [device expulsion], more abundant periods [bleeding menstrual heavy], frequent pain [pain nos] , pain during sexual intercourse [painful intercourse], pain in the lower abdomen, especially on the left [abdominal pain lower] , runny nose [runny nose] , uvula is constantly irritated, swollen, filled with water [mouth irritation], uvula is constantly irritated, swollen, filled with water [uvula swelling] , pain in tailbone [coccyx pain], back pain, pain in sacrum, lumbar pain [lumbo-sacral pain] , inflammations [inflammation] , allergic rhinitis [allergic rhinitis], discomfort in the throat [throat discomfort], asthma [asthma] , vaginal flatulence [vaginal flatulence] , heavy bleeding during or after intercourse [coital bleeding] , inflammation of nerves [neuritis peripheral], worsening of symptoms during ovulation [ovulation disorder] , constant headache [persistent headache] , iron deficiency [iron deficiency] , poor circulation in the hands and feet [poor peripheral circulation] , leg oedema [leg oedema] , tendon pain [tendon pain] , joint pain, pain in the hips, feelings of blockage of pelvic bone [painful hips], feeling of being drawn and quartered [feeling abnormal] , difficulty walking a long time [walking difficulty] , difficulty concentrating, difficulty being precise / difficulty understanding [concentration impairment] , pain in the arms [pain in upper extremities], difficult personality, unable to stand anyone [personality disorder] , difficulty holding objects [upper extremity dysfunction] , muscle stiffness [muscle stiffness] , veil in front of the eyes [filmy vision] , difficulty hearing [hard of hearing], difficulty speaking [disorder speech] , memory loss [memory loss] , hair loss [hair loss] , spots on the elbows [erythema of extremities] , stomach pain [stomach pain], stress [stress] , the insert forms a loop at the end [device shape alteration] , post operative pain [postoperative pain] , no patience with others [impatience] . Gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity [device placement at incorrect location] , difficult insertion on left due to major spasm [fallopian tube spasm] , migraine [migraine] , submucosal myoma and fibroid in the pelvic cavity [submucous leiomyoma of uterus], left sciatica with multiple-level disc disease [spinal discopathy], left sciatica with multiple-level disc disease [sciatica], mesosalpinx congested [fallopian tube disorder] , major fatigue [fatigue extreme], reduction in libido [libido decreased] , right one stopped at the outer edge of the myometrium [device dislocation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-aug-2017. The most recent information was received on 26-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in the standing position, seated or lying down"), pelvic organ prolapse ("three-compartment prolapse"), post procedural haemorrhage ("haemorrhage on leaving the operating theatre"), genital haemorrhage ("genital bleeding") and arrhythmia ("abnormal heart rhythm") in a 35 year-old female patient who had essure inserted (lot no. C38210). Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("the insert forms a loop at the end"). The patient had a medical history of therapeutic abortion in 2014 and migraine, recurrent urinary tract infection, general body pain, elective abortion, parity 3 (delivered by vaginal route 1998, 2006 and 2010) and multigravida. Previously administered products included: avonex and copaxone. Concurrent conditions were listed as multiple sclerosis (found 2 months after last delivery) since 2010 as well as asthma, ear, nose and throat disorder, myoma, ovarian cyst, uterine prolapse, asthma, chronic bronchitis, swallowing difficult, voice alteration, smell change and paranasal sinus inflammation. Concomitant products included cortancyl (prednisone), medrol (methylprednisolone) and tecfidera (dimethyl fumarate) for multiple sclerosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), dysmenorrhoea ("pain during menstruation"), device expulsion ("recent ultrasound showed that the insert enters the uterine cavity, left 2cm in cornua, right 5mm in uterine cornua"), dyspareunia ("pain during sexual intercourse"), abdominal pain lower ("pain in the lower abdomen, especially on the left") and fallopian tube spasm ("difficult insertion on left due to major spasm"). In (B)(6)2014 she experienced genital haemorrhage (seriousness criterion medically important), enlarged uvula ("uvula is constantly irritated, swollen, filled with water") and arthralgia ("joint pain, pain in the hips, feelings of blockage of pelvic bone"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced post procedural haemorrhage (seriousness criterion medically important). In 2017 she experienced procedural pain ("post operative pain") and device implantation error ("gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity"). On unknown date she experienced arrhythmia (seriousness criterion medically important), heavy menstrual bleeding ("more abundant periods"), pain ("frequent pain"), rhinorrhoea ("runny nose"), stomatitis ("uvula is constantly irritated, swollen, filled with water"), coccydynia ("pain in tailbone"), back pain ("back pain, pain in sacrum, lumbar pain"), inflammation ("inflammations"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), vaginal flatulence ("vaginal flatulence"), coital bleeding ("heavy bleeding during or after intercourse"), neuropathy peripheral ("inflammation of nerves"), ovulation disorder ("worsening of symptoms during ovulation"), headache ("constant headache"), iron deficiency ("iron deficiency"), poor peripheral circulation ("poor circulation in the hands and feet"), oedema peripheral ("leg oedema"), tendon pain ("tendon pain"), feeling abnormal ("feeling of being drawn and quartered"), gait disturbance ("difficulty walking a long time"), disturbance in attention ("difficulty concentrating, difficulty being precise / difficulty understanding"), pain in extremity ("pain in the arms"), personality disorder ("difficult personality, unable to stand anyone"), musculoskeletal disorder ("difficulty holding objects"), musculoskeletal stiffness ("muscle stiffness"), vision blurred ("veil in front of the eyes"), hypoacusis ("difficulty hearing"), speech disorder ("difficulty speaking"), amnesia ("memory loss"), alopecia ("hair loss"), erythema ("spots on the elbows"), abdominal pain upper ("stomach pain"), stress ("stress"), impatience ("no patience with others"), migraine ("migraine"), intervertebral disc disorder ("left sciatica with multiple-level disc disease"), sciatica ("left sciatica with multiple-level disc disease"), fallopian tube disorder ("mesosalpinx congested"), fatigue ("major fatigue"), libido decreased ("reduction in libido") and device dislocation ("right one stopped at the outer edge of the myometrium") and was found to have uterine leiomyoma ("submucosal myoma and fibroid in the pelvic cavity"). The patient was hospitalised from (B)(6) 2017. The patient was treated with analgesics, venofer (saccharated iron oxide), blood and related products, flector (diclofenac sodium), tardyferon b9 (ferrous sulfate, folic acid), eludril (ascorbic acid, chlorhexidine gluconate, tetracaine hydrochloride), uvedose (colecalciferol), solumedrol (methylprednisolone sodium succinate), zithromax (azithromycin) and prednisolone as well as surgery (total hysterectomy with a bilateral salpingectomy and hysterectomy by vaginal route for repair of prolapse on (B)(6) 2017). At the time of the report, the heavy menstrual bleeding and pain had not resolved. The outcomes for pelvic pain, pelvic organ prolapse, post procedural haemorrhage, genital haemorrhage, arrhythmia, dysmenorrhoea, device expulsion, dyspareunia, abdominal pain lower, rhinorrhoea, stomatitis, enlarged uvula, coccydynia, back pain, inflammation, rhinitis allergic, oropharyngeal discomfort, asthma, vaginal flatulence, coital bleeding, neuropathy peripheral, ovulation disorder, headache, iron deficiency, poor peripheral circulation, oedema peripheral, tendon pain, arthralgia, feeling abnormal, gait disturbance, disturbance in attention, pain in extremity, personality disorder, musculoskeletal disorder, musculoskeletal stiffness, vision blurred, hypoacusis, speech disorder, amnesia, alopecia, erythema, abdominal pain upper, stress, procedural pain, impatience, device implantation error, fallopian tube spasm, migraine, uterine leiomyoma, intervertebral disc disorder, sciatica, fallopian tube disorder, fatigue, libido decreased and device dislocation were unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, amnesia, arrhythmia, arthralgia, asthma, back pain, coccydynia, coital bleeding, device dislocation, device expulsion, device implantation error, disturbance in attention, dysmenorrhoea, dyspareunia, enlarged uvula, erythema, fallopian tube disorder, fallopian tube spasm, fatigue, feeling abnormal, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoacusis, impatience, inflammation, intervertebral disc disorder, iron deficiency, libido decreased, migraine, musculoskeletal disorder, musculoskeletal stiffness, neuropathy peripheral, oedema peripheral, oropharyngeal discomfort, ovulation disorder, pain, pain in extremity, pelvic organ prolapse, pelvic pain, personality disorder, poor peripheral circulation, post procedural haemorrhage, procedural pain, rhinitis allergic, rhinorrhoea, sciatica, speech disorder, stomatitis, stress, tendon pain, uterine leiomyoma, vaginal flatulence and vision blurred to be related to essure administration. The reporter commented: -initial patient report: she was fitted with essure inserts and since that date her health has declined. After two treatments to stabilize her multiple sclerosis, since early 2014, tecfidera worked and had started to enable her to live life again with her family, until (B)(6) 2014 when the essure inserts spoiled her life. The gynaecologist told her clearly that, during insertion, the doctor must have really forced it but still did not manage to place it correctly since the rest is in the uterine cavity. In addition, the insert forms a loop at the end. The medicines to calm the pain were not effective. Follow up (B)(6) 2018, patient still thinks all events including extra-gynecological disturbances were related to essure, she had progressive recovery but was not the same as before essure insertion. Expert at appeals court stated as conclusion the alleged gynecological and other symptoms could not be ascribed in direct, certain and exclusive manner to placement of essure inserts. No scientific studies prove that at the present time. The expert stated that the procedure under criticism was indicated given the patient¿s multiple sclerosis, for which oral contraception is contraindicated and copper iuds are ineffective due to long-term corticosteroid therapy. The expert considered that, in this case, the bleeding disorders observed could be attributed to the fibroids disclosed on (B)(6) 2015, as well as the prolapse. As concerns the ent signs and asthma-like problems, the expert considered that they could reflect allergies, which are not specifically a reflection of hypersensitivity to one of the components of the inserts, and also noted that the osteo-articular symptoms could have been related to progression of the patient¿s multiple sclerosis. Under these conditions, the expert considered that the gynaecological and extra-gynaecological symptoms cannot be attributed to placement of the essure inserts. Commission of reimbursement report: the patient reported having some gynecological and extra-gynecological disabling symptoms after essure insertion. According to the expert of commission of reimbursement, the bleeding could be a consequence of myoma and prolapsus. Ent disorders with asthma were allergic signs and not related to essure. Joint pain could be related to multiple sclerosis. It was reported digestive, muscular, cutaneous and neuropsychological (memory and mood) disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.307 kg/sqm. [Gynaecological examination] on (B)(6) 2015: results: normal. [Hysteroscopy] on (B)(6) 2015: results: no passage of contrast medium into tubes (cont) [magnetic resonance imaging pelvic] on (B)(6) 2017: results: three-compartment prolapse; on (B)(6) 2018: normal; on (B)(6) 2018: normal. [Ultrasound pelvis] on (B)(6) 2015: results: normal; on (B)(6) 2017: an increase of the uterus (57 mm in thickness and 92 mm in length), the presence of a posterior fibroma (28 mm), endometrium of 6 mm in thickness. Left essure was in the uterine horn for 2 cm and protruding 5 mm towards the tube. The right essure was in the tube with 5 mm in the uterine horn. Right ovary (44 x 20 mm). Medially positioned containing 2 cysts with echogenic content. [Ultrasound scan] (date unknown): results: insert entered the uterine cavity. [X-ray] on (B)(6) 2017: devices are misaligned but remain in pelvic position, along with a 3 mm tilt of the pelvis to the right.; on (B)(6) 2017: evealed no other pathology than the known vertebral compression (l3-l4 and l4-l5). 3d ultrasound, the insert on the left is not entirely placed in the uterine tube, 3 cm are trailing outside. Her uvula is constantly irritated, swollen, filled with water and the tests do not find anything even though on auscultation there is clearly a problem. Hysteroscopy - on (B)(6) 2015: no passage of contrast medium into tubes. A lacunar image present in fundus on the left suggesting a submucosal myoma ultrasound pelvis - on (B)(6) 2017: left essure insert projecting into the uterine cavity, the right insert stopped at the external intramural border. Ultrasound pelvis - on (B)(6) 2017: right essure insert located in the initial portion of the uterine tube with 5mm in the uterine cornua. Left essure insert located in uterine cornua for 2cm, it emerged for barely 5mm from the tube. Pathology report from hysterectomy/salpingectomy on (B)(6) 2017 - report of (B)(6) 2017: left and right tubal mucosa well differentiated, mesosalpinx congested. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Batch number c38210 manufacture date 2014-03-19 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-may-2025: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.